Event description:
The patient reported that they had noticed an increase in frequency over the weekend. The patient indicated that the symptom reported was sudden. After repositioning patient was able to connect and after reviewing general icons patient confirmed stimulation was on and that she was on program 1 at 2.4v. Actually patient did not say one way or the other. Patient's started setting was 2.4v and she was instructed to make small increases. There was no fall or trauma reported with this event. The patient was feeling stimulation in the correct location. The patient will review when she has her first post-op follow-up appointment with healthcare provider (hcp). The patient indicators for use were urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.